Event description:
It was reported the patient did not receive effective pain relief from her scs system. Reprogramming was unable to resolve the issue. Subsequently, the patient underwent surgical intervention where her entire system was removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.